Event description:
It was reported by a baxter sample technician that during the evaluation of one (1) ce intermate lv 100 sample, a missing film wrap was observed. There is no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the sample was evaluated by baxter. The condition reported by the baxter sample technician of "missing film wrap" was confirmed; the root cause was determined to be operator error during the film wrapping assembly process. This is a single use device and will not be repaired. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Manufacturer narrative:
(B)(4).the device evaluation has begun by baxter; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation and/or should any additional information become available.